Event description:
The manufacturer received information alleging that airflow from the device had stopped momentarily. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. A program execution error indicating that a reboot had occurred, and an error code indicating a malfunction of the atmospheric pressure sensor has been recorded in the device's event log. The main board will need to be replaced to address the issue. No repairs were performed on the device because this machine has reached the end of its useful life in september 2023. The customer requests the device be returned unrepaired. The unit will be scrapped after returned.